Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the fragments were successfully retrieved from the patient.

Event description:
It was reported that approximately 3 hours into a da vinci si prostatectomy procedure, the prograsp forceps instrument malfunctioned. Inspection of the instrument by the surgical staff found that the instrument was disjointed at the junction of the shaft and the endowrist instrumentation, thus requiring simultaneous removal of the cannula and instrument from the patient's abdomen. Shredded fibers from the sheath surrounding the instrument fell into the patient's abdominal cavity. The fibers were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.